Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the essenz hlm arterial clamp, the event occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that essenz hlm arterial clamp was not working properly. Reportedly the error message indicating that the arterial clamp was defective was displayed. The event occurred during procedure. There was no patient injury.